Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient experienced skin irritation causing itching, redness, bleeding and swelling while wearing the pod between 5 and 24 hours on the abdomen. The patient¿s blood glucose levels were over 300 mg/dl. The patient was prescribed disinfection spray and skin protection spray by the healthcare provider (hcp). A new pod was placed.